Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder rupture presented a rupture. A surgical procedure was performed to replace the system. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. The microscopic examination confirmed the first cylinder had a hole in the outer tube from krt (kink resistant tubing) wear in the proximal end of the cylinder, it had a hole at corner of a fold in the middle of the cylinder and a fold in the proximal end and middle of the cylinder. The second cylinder presented a hole in the outer tube from krt wear in the proximal end of the cylinder. It also had wear at fold in the proximal end, middle, and distal end of the cylinder. The microscopic analysis for the pump concluded the pump krt were worn to the filament. The device was also tested. The leakage test for first cylinder found that it had a leak at corner of a fold in the middle of the cylinder, it had a leak from krt input tube wear at the proximal end; the leakage test for second cylinder found that it had a leak at corner of a fold in the middle of the cylinder; however, the second cylinder passed leakage test. The pump was also tested, indicating it passed leak test but did not pass the functional test. It is likely that the cylinder fracture was most likely determined to be a hole/leak at the corner of a fold and a leak from krt wear from the functional test performed and the analysis. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder rupture presented a rupture. A surgical procedure was performed to replace the system. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder presented a rupture. A surgical procedure was performed to replace the system. There were no patient complications.